Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional (hcp) reported that an end-of-service (eos) message appeared today on the patient's programmer. The implantable neurostimulator (ins) was off/disabled and no longer providing therapy. It was noted that last night the patient was reaching for something and felt the stimulation turn off. They dropped to the floor and had a return of their pain. The patient did not get hurt in the fall but the hcp did state they had the return of pain. The patient was being referred for replacement of the ins and requested another manufacturer's product. Follow up information received from the patient reported that the steps taken to resolve the eos issue was that the contacted the manufacturer's representative. The patient stated that their ins battery and lead wires were faulty and, consequently, they were without stimulation for 2 weeks. They also notified their doctor regarding the issue. The device was removed. The indications for use for the implanted device were noted as postlaminectomy pain and multiple back operations. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.